Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 200 units of insulin. Reportedly, the insulin gauge displayed 105 units. The customer's blood glucose level was not impacted. Although requested, the customer declined to reload the existing cartridge.